Event description:
Clot formation. Peripherally inserted central catheter line. Rep for bard notified. Lot number given for further investigation. This occurred in 5/13 of last PICC line insertions. Two lot numbers. Rptr can't tell if gloves or catheter or other factor(s) to blame. Rptr states this seems like a high percentage. Rptr asks if anyone else is seeing this problem.